Manufacturer narrative:
On (B)(6) 2019, mentor became aware that right side device was intact when explanted. Hence, device code has been updated on this form. This report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/6/2019, investigation was completed. Since it was confirmed not to be a deflation on the right breast, the conclusion code has been updated on this form under field h6 as " cause not established". This report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the date of implant was in 2010 and date of explant surgery is (B)(6) 2019, hence, fields have been updated on this form. This report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/7/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/24/2019, mentor became aware of the following information, and has been updated on this form: date of implant: (B)(6) 2010. Right side: catalog number: 3542650; serial number: (B)(4). Left side: catalog number: 3542650; serial number: (B)(4). Replacement information: new serial number: right side: (B)(4); left side: (B)(4). This report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with a unknown size unknown saline implant on both sides and presented with bilateral breast implant deflation. As a result, the devices were explanted on (B)(6) 2019. This report is for the patient¿s right-sided device.